Manufacturer narrative:
Unit alarmed during rewind due to encoder signal out of phase. Unable to perform displacement test due to motor anomaly. Unit received with cracked case at display window corners, lcd window and belt clip slot. Unit received with broken battery tube threads. Unit received with corroded battery tube. Unit received with torn keypad overlay. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that a new insulin pump needs to be shipped to them as soon as possible as the pump failed. The customer's blood glucose reading was unknown at the time of incident. No further details given.